Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) was leaking helium from regulator, hissing can be heard when bottle opened. There was no patient involvement.

Manufacturer narrative:
Event site postal code - (B)(6). A getinge field service engineer (fse) evaluated the unit and stated that helium leaking from regulator. Hissing can be heard when bottle opened. Fse replaced regulator (d103-00-0637). Unit passed all function and safety checks. The unit is for cleared for clinical service.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was leaking helium from regulator, hissing can be heard when bottle opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.